Event description:
During a pta treatment procedure to dilate a lesion in an existing dialysis graft, the balloon broke off the catheter. It was noted that the balloon end appeared to be 'hanging' off the end of the catheter so it was removed over the wire. It is unknown if the balloon had been inflated. Another ultra-thin sds balloon catheter was used to successfully complete the procedure, the patient is reported as 'fine' following the procedure; no injuries or complications were reported.